Event description:
After an implantation period of approximately 46 months it was reported that the lead was extracted due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed cuts into the insulation 34 cm distal to the is4 connector pin and a fractured wire 28.5 cm distal to the lead tip. These damages most likely resulted from the extraction procedure. However, a thorough analysis of the lead did not show any deviations that might have led to the observed dislodgement. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.